Manufacturer narrative:
(B)(4). Batch # r9366p. Investigation summary: the analysis results found that a harh45 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot/batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing/packaging process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that during an unknown procedure, the peel pack was removed from the box and a corner of the peel pack was ripped open, making the sterile device contaminated. A second like kit was used to complete the procedure. There were no patient consequences reported.